Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller states the patient (pt) indicated he was getting shocking sensation today--this was not during dental x-rays but while in the facility. Agent advised that the pt can consider turning ins off and should pursue consulting with their managing doc.